Manufacturer narrative:
(B)(4) has been expanded to include cell-dyn emerald cleaner lot numbers 6991, 7024 and 7027. The investigation to determine cause is still ongoing; a follow-up report will be submitted when cause is identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed controls out of range on the cell-dyn emerald analyzer. The customer stated: chemo patients are having a delay in treatment. Delays in results by 30 to 45 minutes are delaying the chemo infusion schedule. It is estimated 815 patients have been directly affected by the delays and 1968 patients were indirectly affected. Multiple attempts to get additional information were unsuccessful and no additional patient, treatment information, diagnosis or details could be obtained. In the absence of patient specific information, only one MDR is being filed. Additional report(s) will be filed if the customer provides more details.

Manufacturer narrative:
Issue was determined to be associated with correction/removal 2919069-03/24/16-001-r. The suspect medical device was changed from cell-dyn emerald to cell-dyn emerald cleaner reagent. A product recall letter was issued to all cell-dyn emerald customers who have received cell-dyn emerald cleaner (lots 6853, 6901, 6953). The letter informs the customer of the issue regarding the potential for out of range controls. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their controls are in range. The customer is instructed to perform the decontamination procedure per the operator's manual. The investigation is ongoing. A follow-up report will be submitted when cause is identified.

Manufacturer narrative:
Fa24mar2016 has been expanded to include cell-dyn emerald cleaner lot numbers 7044, 7082, 7110 and 7119. The cause for the qc material out-of-range low issue has been traced to the manufacturing process for raw material used in the cell-dyn emerald cleaner.